Event description:
Customer called co's technical support hotline to complain of higher than normal results. Upon further troubleshooting with a tech, the stand and strip was discovered to be out. It was reading 116 with a range of 76-102. The device was replaced and returned for investigation and analysis.